Manufacturer narrative:
Stryker evaluated the device and could not duplicate or verify the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for service. The cause of the issue could not be determined. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank.

Event description:
The customer reported that their device would not show the patient¿s ECG rhythm. There were no reports of any adverse effects to the patient as a result of the reported issue.